Event description:
It was reported that during a da vinci-assisted general duodenal polypectomy surgical procedure, the surgeon side console (ssc) touchpad was freezing up intermittently. The caller stated they performed a soft power cycle of the system which seemed to help but the issue returned soon after. The caller stated the surgeon moved a second ssc in the room but would like this issue resolved as they will soon be even busier. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed logs and found no related issues. The tse offered the next troubleshooting step would be to perform a hard power cycle of the system, but caller declined at the moment due to the case progressing on the working second ssc. The caller stated they would perform the hard power cycle after the case was finished. The procedure was being completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting touchpad is freezing up intermittently again, an investigation was completed to determine the cause of this reported event. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During onsite visit, the field service engineer (fse) tried to recalibrate the touchpad as well as adjust the armrest but was not successful in getting the touchpad working. The fse replaced the touchscreen to resolve the reported issue. The system was then tested and verified as ready for use. Isi received the ssc touchpad involved with this complaint and failure analysis (fa) investigation was completed. Fa investigation confirmed and replicated the customer reported complaint. The surgeon console touch panel was unresponsive. The touchpad was installed on in-house system and system started up with an error indicating problems such as broken corners or broken wires. The probable root cause is related to a component failure. The unit was returned to OEM to replace the touch controller and recalibration. This complaint is being reported due to the following conclusion: the customer discontinued use of the ssc after the start of the procedure due to the ssc touchscreen not being responsive. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.